Event description:
It was reported that the patient presented to the clinic for follow-up. The device was found in backup vvi mode due to battery depletion. The device was explanted. There were no adverse consequences to the patient.